Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the mega suturecut needle driver cable broke, losing the opening and closing movement and it was not responding to any further commands. The procedure was completed with a backup instrument of another type with no reported injury. The procedure was delayed less than 15 minutes. There was no report of a fragment falling into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task was an endometriosis dissection. The instrument did not collide with another instrument or tool during the procedure. There were no issues related to the left/right (yaw) motion of the grips or the up/down (pitch) motion of the wrist. No cables were visibly protruding from the distal end of the instrument. The suspect cable controlled the opening/closing of the jaws rather than the up/down motion of the wrist. The instrument is available for return for evaluation.